Event description:
The complainant alleged that during biomedical testing of the device, the device's pt leakage current was out of specification. The complainant indicated that there was no pt involvement in the reported malfunction.